Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The patient had labs that showed her white blood cell count was too high, which was why they did not revise the catheter initially. It was stated that since pulling back almost all the volume as was previously reported, the patient was referred to a neurosurgeon for a revision. However the patient was a no-show at the surgical consultation on (B)(6) 2017 and no further information was available.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml morphine at 1 mg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump was confirmed to be flipped. The pump was flipped back over manually, however the catheter could not be aspirated so it was revised on (B)(6) 2017. They replaced the pump segment of the catheter, but could not replace the rest due to the patient's platelet levels, which prevented them from putting the patient in a lateral position. It was stated that the surgeon could not aspirate from the rest of the catheter, but thought the patient might be manipulating their pump, so they decided to replace the pump section and see if that corrected the problem. It was confirmed that no prime should be done since the spinal section of the catheter may still have drug in it. It was further stated that there was some cerebrospinal fluid (csf) return. No symptoms were reported and the intervention was completed. The event date was asked, but unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). After the revision on (B)(6) 2017, it was still not working. The patient went for a refill last week and they pulled out almost all of the volume from the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.